Manufacturer narrative:
(B)(4) - suture looping. Method: device not returned. Additional manufacturer narrative: suture loops occur when a suture is caught on the stent post or commissure and prevents the leaflets of a bioprosthetic heart valve from functioning properly. This occurs due to improper technique or poor visualization of the valve during implantation, and is not a malfunction of the device. In mild cases, it may go undetected and may cause mild regurgitation. In other cases, severe regurgitation may result which may be detected during the procedure or at some later time during the post-operative period, which may require reoperation. Edwards¿ valves have a specialized holder designed to prevent or minimize suture looping. The instructions for use (IFU) contain the following caution statement: caution: avoid looping or catching a suture around the open cages, free struts or commissure supports of the valve which would interfere with proper valvular function. The IFU further instructs the surgeon on how to avoid suture looping. Unfortunately, the device was discarded at the hospital; therefore, we are unable to confirm the root cause for explant of this device. This information will be reviewed with the customer.

Manufacturer narrative:
Information was received that changed the initial report. It was learned that the patient was not taken off bypass before explant of this device. The valve was explanted at implant due to a technical issue and there was no injury to the patient and no malfunction of the device.

Event description:
Edward¿s received information that a bioprosthetic valve was explanted at implant due to mitral regurgitation caused by suture loop jamming. Through follow up with the surgeon, it was learned the leaflet was damaged due to suture loop jamming cause by a technical issue. The patient had been taken off bypass during the course of the explant of this device. The device will not be returned for evaluation as it was discarded at the hospital. No patient information was disclosed.

Event description:
Edward¿s received information that a bioprosthetic valve was explanted at implant due to mitral regurgitation caused by suture loop jamming. Through follow up with the surgeon, it was learned the leaflet was damaged due to suture loop jamming cause by a technical issue. The patient had not been taken off bypass during the course of the explant of this device. The device will not be returned for evaluation as it was discarded at the hospital. No patient information was disclosed.